Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl; cause was unknown. Glucose tablets and carbohydrates were consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and 66 mg/dl was the lowest value recorded by continuous glucose monitor (cgm) on (B)(6) 2018. The user delivered 4 unit override bolus by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. Following the bolus, the user allowed the cgm sensor session to expire. Cgm alert 12 (cgm sensor session expiring soon) and cgm alert 22 (cgm sensor session expiring really soon) were both annunciated and acknowledged by the user prior to the sensor session expiring. There were no erratic basal rate adjustments. Complaint could not be confirmed. Allowing the cgm sensor session to expire prevents the pump basal iq software from predicting a low bg and suspending insulin delivery. There is no evidence that the insulin pump experienced a malfunction or failure.